Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhages') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), alopecia ("loss of hair"), tooth loss ("loss of teeth and general deterioration of my mouth and gums"), gingival disorder ("loss of teeth and general deterioration of my mouth and gums"), urinary tract infection ("urinary infections"), dysmenorrhoea ("very strong menstrual pain (her periods were painless)"), hypersensitivity ("allergies all over her body, sciatica and lumbago"), fatigue ("general tiredness"), headache ("severe headaches"), blindness ("loss of vision"), female sexual dysfunction ("problems during intercourse") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, alopecia, tooth loss, gingival disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, fatigue, headache, blindness, female sexual dysfunction and mood swings outcome was unknown. The reporter considered alopecia, blindness, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, tooth loss and urinary tract infection to be related to essure. The reporter commented: that for years she has been suffering from all these ailments that have led her to have to use the general and emergency medical services very frequently due to all the symptoms described, but nevertheless, she was never given an explanation for all the pain and discomfort that she suffered. She also reported that from the moment it (essure) was removed, and despite having undergone surgery, the symptoms (or the vast majority of them) began to subside, and she felt much better from the first moment, as she said, despite having undergone surgery, including its postoperative period, she felt much better than when I still had the implant. That in spite of the general improvement, I have suffered bodily injuries that still remain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-aug-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("haemorrhages") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. As concurrent condition the report mentioned dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced genital haemorrhage (seriousness criterion intervention required), alopecia ("loss of hair"), tooth loss ("loss of teeth and general deterioration of my mouth and gums"), gingival disorder ("loss of teeth and general deterioration of my mouth and gums"), urinary tract infection ("urinary infections"), dysmenorrhoea ("very strong menstrual pain (her periods were painless)"), hypersensitivity ("allergies all over her body, sciatica and lumbago"), fatigue ("general tiredness"), headache ("severe headaches"), blindness ("loss of vision"), female sexual dysfunction ("problems during intercourse") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, blindness, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: that for years she has been suffering from all these ailments that have led her to have to use the general and emergency medical services very frequently due to all the symptoms described, but nevertheless, she was never given an explanation for all the pain and discomfort that she suffered.she also reported that from the moment it (essure) was removed, and despite having undergone surgery, the symptoms (or the vast majority of them) began to subside, and she felt much better from the first moment, as she said, despite having undergone surgery, including its postoperative period, she felt much better than when I still had the implant. That in spite of the general improvement, I have suffered bodily injuries that still remain.the patient is still not in good health, receiving treatments and assessing the sequelae suffered. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-aug-2021: quality safety evaluation of ptc. 13-dec-2021: the follow information were included lawyer's reporter, and patient still not in good health, receiving treatments and assessing the sequelae suffered on reporter causality comment. 09-dec-2022: no new clinical significant information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left essure is not visualized / essure removal from pelvic cavity"), pelvic pain ("pelvic pain") and genital haemorrhage ("haemorrhages") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of asthenia, cesarean section and gravida ii. Concurrent conditions were listed as urinary incontinence since (B)(6) 2018, umbilical hernia since (B)(6) 2017, irregular periods since (B)(6) 2015, sweating since (B)(6) 2012, lumbar pain and uterine cervical pain since (B)(6) 2008, , fibromyalgia, uti, hypogastric pain, hypermenorrhea, polymenorrhea, asthenia and cervicalgia. Concomitant products included prolactine inhibitors, diuretics, ciprofloxacin, tramadol hydrochloride and aceclofenac. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), heavy menstrual bleeding ("menstrual alterations with abundant bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("very strong menstrual pain (her periods were painless)"), hypersensitivity ("allergies all over her body"), headache ("severe headaches"), sciatica ("sciatica and lumbago"), alopecia ("loss of hair"), tooth loss ("loss of teeth and general deterioration of my mouth and gums"), gingival disorder ("loss of teeth and general deterioration of my mouth and gums"), urinary tract infection ("urinary infections"), fatigue ("general tiredness"), blindness ("loss of vision"), female sexual dysfunction ("problems during intercourse") and mood swings ("mood swings"). The patient was treated with surgery (essure removal from pelvic cavity, hysterectomy on (B)(6) 2020, bilateral salpingectomy on (B)(6) 2019 and ). At the time of the report, the pelvic pain, heavy menstrual bleeding and abdominal pain were resolving and the device dislocation, genital haemorrhage, dysmenorrhoea, hypersensitivity, headache, alopecia, tooth loss, gingival disorder, urinary tract infection, fatigue, blindness, female sexual dysfunction and mood swings had resolved. The outcome of sciatica was unknown. The reporter considered abdominal pain, alopecia, blindness, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, gingival disorder, headache, heavy menstrual bleeding, hypersensitivity, mood swings, pelvic pain, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: that for years she has been suffering from all these ailments that have led her to have to use the general and emergency medical services very frequently due to all the symptoms described, but nevertheless, she was never given an explanation for all the pain and discomfort that she suffered. She also reported that from the moment it (essure) was removed, and despite having undergone surgery, the symptoms (or the vast majority of them) began to subside, and she felt much better from the first moment, as she said, despite having undergone surgery, including its postoperative period, she felt much better than when I still had the implant. That in spite of the general improvement, I have suffered bodily injuries that still remain. The patient is still not in good health, receiving treatments and assessing the sequelae suffered. Discrepancy noted in essure insertion date: (B)(6) 2008. Essure device insertion. The implantation was performed without any information about the risks and worse, without any allergy test. On (B)(6) 2019: uterine tube with multinucleated giant cell reaction to foreign body (essure) at the level of interstitial portion and isthmus rest of tube without significant alterations. " left: uterine tube with mild chronic. Inflammation and isolated foci of fibrosis and vascular proliferation and focal extravasation, without other significant alterations. Pathological anatomy is performed where it is observed: right: foreign body reaction and intraluminal metallic spring. Left: no evidence of metallic spring, tube with chronic inflammation. On (B)(6) 2019: chip clinic: bilateral laparoscopic salpingectomy is performed. Left essure is not visualized. Right essure is removed. Currently and since the removal of the essure device the patient has improved a lot, almost completely disappearing the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: both of her fallopian tubes are blocked. [Magnetic resonance imaging] on (B)(6) 2019: the left essure device is located in the sinus of the intra-abdominal fat of the left iliac fossa immediately behind the semilunar line and anterior to the most distal segment of the descending colon. Localization is performed with multiple images to facilitate the surgical approach. Essure extraction guided by scopy is programmed. Laparoscopy vs laparotomy. Consent informed for diagnostic and/or therapeutic laparoscopy. Double salpingectomy was performed in hospital, and only one was found [ultrasound scan] on (B)(6) 2020: ultrasound over the region of the cutaneous orifice, in relation to previous surgery, where they identified artifact by gauze inside, in the subcutaneous fatty tissue. No underlying liquid collection or trajectory was observed at the present time. They completed with simple x-ray at the level of the region, without identifying radiopaque foreign body. [X-ray] on (B)(6) 2019: with both essures visible.; on (B)(6) 2019: no metallic fragments visualized in. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jul-2023: medical record received. Events device dislocation (left essure is not visualized / essure removal from pelvic cavity), pelvic pain, heavy menstrual bleeding, sciatica, abdominal pain were added. Surgical interventions were updated including second surgery, hysterectomy and removal of left essure from pelvic cavity. Outcome of events were added. Patient details and date of birth were updated. New reporters added. Historical conditions, historical drugs, concomitant conditions and drugs were added. Lab data section was updated. Reporter causality comment updated. Annex f codes added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left essure is not visualized / essure removal from pelvic cavity"), pelvic pain ("pelvic pain") and genital haemorrhage ("haemorrhages") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of asthenia, cesarean section and gravida ii. Concurrent conditions were listed as urinary incontinence since (B)(6) 2018, umbilical hernia since (B)(6) 2017, irregular periods since (B)(6) 2015, sweating since (B)(6) 2012, lumbar pain and uterine cervical pain since (B)(6) 2008, temperature elevation, fibromyalgia, uti, hypogastric pain, hypermenorrhea, polymenorrhea, asthenia and cervicalgia. Concomitant products included prolactine inhibitors, diuretics, ciprofloxacin, tramadol hydrochloride and aceclofenac. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), heavy menstrual bleeding ("menstrual alterations with abundant bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("very strong menstrual pain (her periods were painless)"), hypersensitivity ("allergies all over her body"), headache ("severe headaches"), sciatica ("sciatica and lumbago"), alopecia ("loss of hair"), tooth loss ("loss of teeth and general deterioration of my mouth and gums"), gingival disorder ("loss of teeth and general deterioration of my mouth and gums"), urinary tract infection ("urinary infections"), fatigue ("general tiredness"), blindness ("loss of vision"), female sexual dysfunction ("problems during intercourse") and mood swings ("mood swings"). The patient was treated with surgery (essure removal from pelvic cavity, hysterectomy on (B)(6) 2020, bilateral salpingectomy on (B)(6) 2019 and ). At the time of the report, the pelvic pain, heavy menstrual bleeding and abdominal pain were resolving and the device dislocation, genital haemorrhage, dysmenorrhoea, hypersensitivity, headache, alopecia, tooth loss, gingival disorder, urinary tract infection, fatigue, blindness, female sexual dysfunction and mood swings had resolved. The outcome of sciatica was unknown. The reporter considered abdominal pain, alopecia, blindness, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, gingival disorder, headache, heavy menstrual bleeding, hypersensitivity, mood swings, pelvic pain, sciatica, tooth loss and urinary tract infection to be related to essure administration. The reporter commented: that for years she has been suffering from all these ailments that have led her to have to use the general and emergency medical services very frequently due to all the symptoms described, but nevertheless, she was never given an explanation for all the pain and discomfort that she suffered. She also reported that from the moment it (essure) was removed, and despite having undergone surgery, the symptoms (or the vast majority of them) began to subside, and she felt much better from the first moment, as she said, despite having undergone surgery, including its postoperative period, she felt much better than when I still had the implant. That in spite of the general improvement, I have suffered bodily injuries that still remain. The patient is still not in good health, receiving treatments and assessing the sequelae suffered. Discrepancy noted in essure insertion date : (B)(6) 2008. Essure device insertion. The implantation was performed without any information about the risks and worse, without any allergy test. On (B)(6) 2019. Uterine tube with multinucleated giant cell reaction to foreign body (essure) at the level of interstitial portion and isthmus rest of tube without significant alterations. ". Left. Uterine tube with mild chronic inflammation and isolated foci of fibrosis and vascular proliferation and focal extravasation, without other significant alterations. Pathological anatomy is performed where it is observed: right: foreign body reaction and intraluminal metallic spring. Left: no evidence of metallic spring, tube with chronic inflammation. On (B)(6) 2019. (B)(6) clinic: bilateral laparoscopic salpingectomy is performed. Left essure is not visualized. Right essure is removed. Currently and since the removal of the essure device the patient has improved a lot, almost completely disappearing the symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: both of her fallopian tubes are blocked. [Magnetic resonance imaging] on (B)(6) 2019: the left essure device is located in the sinus of the intra-abdominal fat of the left iliac fossa immediately behind the semilunar line and anterior to the most distal segment of the descending colon. Localization is performed with multiple images to facilitate the surgical approach. Essure extraction guided by scopy is programmed. Laparoscopy vs laparotomy. Consent informed for diagnostic and/or therapeutic laparoscopy. Double salpingectomy was performed in hospital, and only one was found [ultrasound scan] on (B)(6) 2020: ultrasound over the region of the cutaneous orifice, in relation to previous surgery, where they identified artifact by gauze inside, in the subcutaneous fatty tissue. No underlying liquid collection or trajectory was observed at the present time. They completed with simple x-ray at the level of the region, without identifying radiopaque foreign body. [X-ray] on (B)(6) 2019: with both essures visible.; on (B)(6) 2019: no metallic fragments visualized in. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-aug-2023: quality safety evaluation of ptc.imdrf codes amended. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("left essure is not visualized / essure removal from pelvic cavity"), pelvic pain ("pelvic pain") and genital haemorrhage ("haemorrhages") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of back pain, uterine cervical pain, asthenia, cesarean section and gravida ii. Concurrent conditions were listed as urinary incontinence since 2018, umbilical hernia since 2017, irregular periods since 2015, sweating since 2012, lumbar pain and uterine cervical pain since 2008 as well as temperature elevation, fibromyalgia, uti, hypogastric pain, hypermenorrhea, polymenorrhea, asthenia and cervicalgia. Concomitant products included prolactine inhibitors, diuretics, ciprofloxacin, tramadol hydrochloride and aceclofenac. On (B)(6) 2008, the patient had essure inserted on unknown date she experienced device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), heavy menstrual bleeding ("menstrual alterations with abundant bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("very strong menstrual pain (her periods were painless)"), hypersensitivity ("allergies all over her body"), headache ("severe headaches"), sciatica ("sciatica and lumbago"), alopecia ("loss of hair"), tooth loss ("loss of teeth and general deterioration of my mouth and gums"), gingival disorder ("loss of teeth and general deterioration of my mouth and gums"), urinary tract infection ("urinary infections"), fatigue ("general tiredness"), blindness ("loss of vision"), female sexual dysfunction ("problems during intercourse"), mood swings ("mood swings"), general physical health deterioration ("suffering a serious deterioration of my health"), constipation ("constipation"), uterine cervical pain ("cervical pain") and back pain ("back pain"). The patient was treated with surgery (essure removal from pelvic cavity, hysterectomy on (B)(6) 2020, bilateral salpingectomy on (B)(6) 2019 and ). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, general physical health deterioration, constipation, uterine cervical pain and back pain were resolving and the device dislocation, genital haemorrhage, dysmenorrhoea, hypersensitivity, headache, alopecia, tooth loss, gingival disorder, urinary tract infection, fatigue, blindness, female sexual dysfunction and mood swings had resolved. The outcome of sciatica was unknown. The reporter considered abdominal pain, alopecia, back pain, blindness, constipation, device dislocation, dysmenorrhoea, fatigue, female sexual dysfunction, general physical health deterioration, genital haemorrhage, gingival disorder, headache, heavy menstrual bleeding, hypersensitivity, mood swings, pelvic pain, sciatica, tooth loss, urinary tract infection and uterine cervical pain to be related to essure administration. The reporter commented: that for years she has been suffering from all these ailments that have led her to have to use the general and emergency medical services very frequently due to all the symptoms described, but nevertheless, she was never given an explanation for all the pain and discomfort that she suffered. She also reported that from the moment it (essure) was removed, and despite having undergone surgery, the symptoms (or the vast majority of them) began to subside, and she felt much better from the first moment, as she said, despite having undergone surgery, including its postoperative period, she felt much better than when I still had the implant. That in spite of the general improvement, I have suffered bodily injuries that still remain. The patient is still not in good health, receiving treatments and assessing the sequelae suffered. Discrepancy noted in essure insertion date : (B)(6) 2008. Essure device insertion. The implantation was performed without any information about the risks and worse, without any allergy test. (B)(6) 2019. Uterine tube with multinucleated giant cell reaction to foreign body (essure) at the level of interstitial portion and isthmus rest of tube without significant alterations. ". Left. Uterine tube with mild chronic inflammation and isolated foci of fibrosis and vascular proliferation and focal extravasation, without other significant alterations. Pathological anatomy is performed where it is observed: right: foreign body reaction and intraluminal metallic spring. Left: no evidence of metallic spring, tube with chronic inflammation (B)(6) 2019. (B)(6) clinic: bilateral laparoscopic salpingectomy is performed. Left essure is not visualized. Right essure is removed. Currently and since the removal of the essure device the patient has improved a lot, almost completely disappearing the symptoms in the year 2019, I decided to have the ¿essure¿ implant removed, which was achieved by means of two surgeries, finally removing it on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: both of her fallopian tubes are blocked. [Magnetic resonance imaging] on (B)(6) 2019: the left essure device is located in the sinus of the intra-abdominal fat of the left iliac fossa immediately behind the semilunar line and anterior to the most distal segment of the descending colon. Localization is performed with multiple images to facilitate the surgical approach. Essure extraction guided by scopy is programmed. Laparoscopy vs laparotomy. Consent informed for diagnostic and/or therapeutic laparoscopy. Double salpingectomy was performed in hospital, and only one was found [ultrasound scan] on (B)(6) 2020: ultrasound over the region of the cutaneous orifice, in relation to previous surgery, where they identified artifact by gauze inside, in the subcutaneous fatty tissue. No underlying liquid collection or trajectory was observed at the present time. They completed with simple x-ray at the level of the region, without identifying radiopaque foreign body [x-ray] on (B)(6) 2019: with both essure visible.; on (B)(6) 2019: no metallic fragments visualized in. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-may-2024: new events back pain, cervix pain, general health deterioration, constipation added. Lab data added. Reporter causality comment updated. Essure insertion updated to (B)(6) 2008. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhages') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysmenorrhea. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), alopecia ("loss of hair"), tooth loss ("loss of teeth and general deterioration of my mouth and gums"), gingival disorder ("loss of teeth and general deterioration of my mouth and gums"), urinary tract infection ("urinary infections"), dysmenorrhoea ("very strong menstrual pain (her periods were painless)"), hypersensitivity ("allergies all over her body, sciatica and lumbago"), fatigue ("general tiredness"), headache ("severe headaches"), blindness ("loss of vision"), sexual dysfunction ("problems during intercourse") and mood swings ("mood swings"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the genital haemorrhage, alopecia, tooth loss, gingival disorder, urinary tract infection, dysmenorrhoea, hypersensitivity, fatigue, headache, blindness, sexual dysfunction and mood swings outcome was unknown. The reporter considered alopecia, blindness, dysmenorrhoea, fatigue, genital haemorrhage, gingival disorder, headache, hypersensitivity, mood swings, sexual dysfunction, tooth loss and urinary tract infection to be related to essure. The reporter commented: that for years she has been suffering from all these ailments that have led her to have to use the general and emergency medical services very frequently due to all the symptoms described, but nevertheless, she was never given an explanation for all the pain and discomfort that she suffered. She also reported that from the moment it (essure) was removed, and despite having undergone surgery, the symptoms (or the vast majority of them) began to subside, and she felt much better from the first moment, as she said, despite having undergone surgery, including its postoperative period, she felt much better than when I still had the implant. That in spite of the general improvement, I have suffered bodily injuries that still remain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.